Event description:
According to the reporter, the patient arrived at the renal unit conscious, oriented, and referred to the leak of peritoneal fluid t hrough catheter. A physical examination was performed, and peritoneal fluid leakage was evidenced at the exit orifice level/outlet hole (evidenced with video). Peritoneal fluid was drained and the transparent fluid was visualized, without fibrin, adequate dialysis mechanics. The nephrologist was alsox informed who indicated antibiotic prophylaxis cefazoline 1 gr IV and amikacin 100 mg IV was applied as a first urgent dose in the renal unit, which was well tolerated, and then applied two doses for 48 hours, suspend dialysis, then ordered removal and placement of an urgent peritoneal catheter (ordered due to its dysfunction and growth of pseudomonas in peritoneal fluid), patient weight was 92 kg, and blood pressure was 130/80 mmhg. Management of urgent surgery scheduling was carried out with the nursing coordination of the buenos aires clinic surgery service who assigned a consultation with anesthesiology for (B)(6), 2021, pending to assign surgery schedule, pre-laboratory taking was carried out. Surgical, hemoglobin (hg), prothrombin time (pt), partial thromboplastin time (ptt), authorizations were requested, patient left the renal unit, conscious, oriented, calm wandering, and in the company of a family member. The catheter was not repaired, flushing was done and the result was a peritoneal liquid leak, no other defects/damages found on the product where the leak was observed, clamps were not moved to a new location after each treatment, no other products being utilized with the device, no cleaning agent(s) was used on the device, patients themselves was not using any type of cleaning agent or antibiotic on the catheter, the treatment (lotions/ointments, medications) were by prescription, gentamicine was the ointment utilized on the exit site, no wound dressing was utilized, patient was not responsible for any type of catheter maintenance, and sepsiderm was not used to clean catheters. There was no medical or surgical intervention needed to prevent a permanent impairment of a function, no patient symptoms or complications associated with this event, the event did not lead to or extend patient hospitalization. There was no blood loss and blood transfusion were not required. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, d6a, d6b, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b1, b2, b5, g3, h1, h6 new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient arrived at the renal unit conscious, oriented, and referred to the leak of peritoneal fluid t hrough catheter. A physical examination was performed, and peritoneal fluid leakage was evidenced at the exit orifice level/outlet hole (evidenced with video). Peritoneal fluid was drained and the transparent fluid was visualized, without fibrin, adequate dialysis mechanics. The nephrologist was also informed who indicated antibiotic prophylaxis cefazoline 1 gr IV and amikacin 100 mg IV was applied as a first urgent dose in the renal unit, which was well tolerated, and then applied two doses for 48 hours, suspend dialysis, then ordered removal and placement of an urgent peritoneal catheter (ordered due to its dysfunction and growth of pseudomonas in peritoneal fluid). Patient weight was 92 kg, and blood pressure was 130/80 mmhg. Management of urgent surgery scheduling was carried out with the nursing coordination of the buenos aires clinic surgery service who assigned a consultation with anesthesiology for (B)(6), 2021, pending to assign surgery schedule, pre-laboratory taking was carried out. Surgical, hemoglobin (hg): 8.7 mg/dl, prothrombin time (pt): 10.2, partial thromboplastin time (ptt): 22, authorizations were requested, patient left the renal unit, conscious, oriented, calm wandering, and in the company of a family member. The catheter was not repaired, flushing was done and the result was a peritoneal liquid leak, no other defects/damages found on the product where the leak was observed, clamps were not moved to a new location after each treatment, no other products being utilized with the device, no cleaning agent(s) was used on the device, patients themselves was not using any type of cleaning agent or antibiotic on the catheter, the treatment (lotions/ointments, medications) were by prescription, gentamicine was the ointment utilized on the exit site, no wound dressing was utilized, patient was not responsible for any type of catheter maintenance, and sepsiderm was not used to clean catheters. There was no medical or surgical intervention needed to prevent a permanent impairment of a function, no patient symptoms or complications associated with this event, the event did not lead to or extend patient hospitalization. There was no blood loss and blood transfusion were not required.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted in the video, the catheter inserted into the patients abdomen, and there is a leak at the insertion point. It was reported that there is a hole, break, crack or leak on the catheter shaft. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient arrived at the renal unit conscious, oriented, and referred to the leak of peritoneal fluid through catheter, a physical examination was performed, and peritoneal fluid leakage was evidenced at the exit orifice level (evidenced with video). Peritoneal fluid was drained and the transparent fluid was visualized, without fibrin, adequate dialysis mechanics, the nephrologist was also informed who indicated antibiotic prophylaxis cefazolin 1 gr IV and amikacin 100 mg IV was applied as a first urgent dose in the renal unit, which was well tolerated, and then applied two doses for 48 hours, suspend dialysis, then ordered removal and placement of an urgent peritoneal catheter ta. 92 kg, rt: 130/80 mmhg. Management of urgent surgery scheduling was carried out with the nursing coordination of the (B)(6) who assigned a consultation with anesthesiology for (B)(6) 2021 , pending to assign surgery schedule, pre-laboratory taking was carried out. Surgical, hg, pt, ptt, authorizations were requested, patient left the renal unit, conscious, oriented, calm wandering, and in the company of a family member. The catheter was not repaired. There was no medical or surgical intervention needed to prevent a permanent impairment of a function, no patient symptoms or complications associated with this event, the event did not lead to or extend patient hospitalization. There was no reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.